Event description:
No additional information received.

Manufacturer narrative:
H3: analysis was updated to include the following: the catheter was flushed; and water exited out the distal end. The catheter was cut at the location of the resistance. The concerto implant coil was not found within the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the catheter used was a renegade 105x20cm made by boston.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
H3: the concerto coil was not returned for analysis. Analysis of the non-medtronic micro catheter (boston scientific renegade) found no flash or void molds with the renegade catheter hub. No damages or irregularities were found with the hub. The renegade micro catheter body was found bent at ~40.5 cm and found kinked at ~88.3 cm and ~96.1 cm from the proximal end. No damages or irregularities were found with the micro catheter tip and marker band. The inner diameter of the micro catheter was measured to be 0.020¿ in the hub and 0.021¿ at the distal end which is compatible for use with the concerto coil. An in-house concerto coil was used for resistance testing. The coil was inserted into the hub and became stuck at ~88.0 cm from the proximal end (location of first kink). No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿premature detachment¿ could not be confirmed as the concerto coil was not returned for analysis. The customer report of ¿coil resistance/stuck in catheter¿ was confirmed. In-house resistance testing on the renegade micro catheter found resistance at the kinked location of the micro catheter. Potential causes for micro catheter kinking are patient vessel tortuosity, delamination, possible overused od, guidewire or delivery system removed aggressively, catheter entrapment, or user operational context if user advances or retrieves intraluminal device against resistance. As the concerto coil was not returned, any contribution of the concerto coil to the catheter resistance and premature detachment could not be determined. The renegade catheter will be returned to boston scientific. H6: method code updated to b20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil could not be pushed into the distal segment of the non-medtronic microcatheter prior to the case. When the physician separated the coil and catheter, the coil was detached. There was no damage to the pushwire, no repositioning or rotation performed, no detachment attempts made, and a continuous flush was not used in the procedure. A replacement product was used to complete the procedure. It was unknown if the devices were prepared per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient's blood flow was normal, and the vessel tortuosity was moderate.